Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was due to design. On april 16, 2018, there was a design change implemented to the printed circuit board (dr board). Countermeasure products have been shipped after june 14, 2018. The subject device was manufactured before the design change. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation in olympus (B)(4). The evaluation confirmed the reported event of image issue due to printed circuit board failure. Additionally, the video connector locking device was defective and front panel retaining bolt was broken. The faulty device needed replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center image transfer does not work due to camera slot defect. There was no harm or user injury reported due to the event.